Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: (B)(4) implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited consistently high thresholds since implant and had steadily increased. The lv lead was capped and a new coronary sinus lv lead was added. No patient complications have been reported as a result of this event.